Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xpert 6x30x120 is being filed under a separate medwatch report.

Event description:
It was reported that the xpert 6x60x80 was unable to cross and the hub sheared off. The device was removed without resistance. The xpert 6x30x120 was partially deployed when the packaging was opened. The device was not used on the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm a detachment of the device component; however, the hub was not separated as initially reported. The outer member was pulled out of the tuohy borst adapter. It is possible that handling of the device during advancement through potentially challenging anatomy contributed to the reported detachment. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.